Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code during patient treatment, indicating internal memory error. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The evaluation of the received device logs confirm the occurrence of the reported technical error codes during ventilation mode, followed by additional alarms which indicate that ventilation stopped. The logs show that the technical error codes were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. In conjunction with the unsuccessful reboot attempt, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings. Our conclusion is that the cause of the reported event was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).